Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of sensing in the bipolar configuration. The patient's pulse generator was reprogrammed to unipolar sensing. There were no adverse consequences and the patient's condition was good.